Event description:
Over an unspecified period to time after the duett 1010 hemostasis device was used to seal vascular access sites in 10 to 15 patients, each patient developed a localized reddened area at the access site 1 to 2 days following the procedure. Each patient was treated with a short dose of steroids. No further complications were reported.